Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer¿s current blood glucose level was 550 mg/dl and the current blood glucose of the customer was 178 mg/dl. The customer stated other blood glucose was 500 mg/dl. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The customer was assisted with troubleshooting and declined for high blood glucose and did not wish to performed for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test.